Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer could not recall if the blood glucose (bg) level was impacted during the past occlusions. The bg was not impacted during the most current occlusion. A cause of the past occlusions could not be determined and the customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the current occlusion. The customer stated that after the most current occlusion, another bolus was delivered without another alarm.